Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic artery with a max diameter of 5 mm and a 6 mm neck diameter. Landing zone: distal: 12 mm and proximal: 11 mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet medication was not administered. The angiographic result post procedure was normal. It was reported that during the implantation process, the tip end did not open well. After subsequent adjustments, it still did not open. The stent was detached after two attempts. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was not used for an indication that is off-label.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open was not determined. It was reported that "the stent was detached after two attempts" was a retrieval adjustment. The pipeline was ultimately removed from the patient, and a replacement device was used to complete the surgery. The pipeline had not been placed in a vessel bend when it failed to open, and it had been attempted to be opened with a guidewire/catheter massage.